Event description:
The distributor contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were unresponsive to presses. The distributor also indicated that the keypad may be damaged. No further information was reported. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no damage found to the keypad. All of the keypad buttons were found to be responding appropriately. The keypad was removed and no button contact defects were found.